Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced and the issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer for evaluation. The reported issue was confirmed as the computer was power cycling. After reseating ram modules the computer continues to power cycle. A bad connection between ram module and central processing unit (cpu) is suspected. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure the fan on the computer would intermittently turn on and off. Representative verified the connections from computer to uninterruptible power supply (ups) but the issue was not resolved. There was no patient present at the time of the issue.